Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h6; h11. H6: proposed component (annex g) code is mechanical (g04) - stem. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single lateral view of the right elbow demonstrates an elbow arthroplasty with fractured humeral component near the elbow joint. Hetero topic ossification surrounds the elbow joint also with radiolucency along the distal humeral component and proximal ulnar component suggesting loosening. Proximal radial resection. Overall sizing of the implant is appropriate. Mild osteopenia. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was confirmed by review of provided radiographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4) d10: medical product: unknown coonrad-moorey ulnar component: catalog#ni, lot#ni. G2: foreign: germany. Diligence is in process to determine whether the product is available for evaluation. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial elbow arthroplasty. Subsequently, diagnostic images revealed a fractured humeral component. A revision surgery is pending to replace the affected device. Due diligence is in progress for this event; to date no additional information has been reported.